Manufacturer narrative:
(B)(4). Photo evaluation confirmed a ruptured bladder in a footed position. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. Labeling review was not conducted. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) lv250 intermate ruptured during patient use. The device was filled with meropenem in sodium chloride 0.9%. The device had 1-2ml of solution left in the reservoir when the rupture occurred. No patient injury or medical intervention. No additional information.